Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a cuss miss occurred. A second proglide was used with the same results. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no add'l info was provided.

Manufacturer narrative:
Device #1: part#12673-03, lot# unk is being filed under medwatch MFR number 2953144-2009-01526. The device is expected to be returned for eval. It has not yet been received.